Event description:
It was reported that patient death occurred. The patient was successfully implanted with a 25mm lotus edge valve implant procedure in (B)(6) 2020. Twenty five days post index procedure, the patient died.